Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had a leakage. Our field service engineer investigated the reported ventilator on site. The o2 gas module was replaced to resolve the issue and sent back for investigation. The returned o2 gas module has been tested in a ventilator. As soon as the o2 hose was connected to the gas module, the gas module started hissing and leaking. The o2 supply pressure was at 10 bar. The pre-use check failed with gas supply, o2 cell/sensor and flow transducer tests. During ventilation it alarmed for expiratory minute volume high, inspiratory flow overrange and o2 supply pressure high. Moreover, the o2 concentration was at 48% instead of 60%. The zero pressure voltage of the supply pressure sensor inside the gas module shows a major drift = 11,088v. There was unbalance in the wheatstone bridge resistances specially in the pin n3 which indicates that it has been disconnected. The failure was caused by a defective and leaking supply pressure transducer on a printed circuit board inside the gas module. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the supply pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation.